Event description:
It was reported that customer¿s t:slim x2 pump battery would not charge, with unstable or unrecognized charging connection despite use of appropriate charging equipment and presence of power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple charging cables and wall adapters without success, planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to let battery fully drain before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label.